Manufacturer narrative:
Findings: pump was received with intermittent buttons response and button error alarm due to moisture damage on keypad traces. Unit had missing end cap sticker. No moisture damage found inside the pump.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed after the bolus button was held down. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.